Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy for cancer, when the device was used at the thickening of lesser curvature post radiation of stomach, the device was able to be fired but did not staple the tissue properly as the stapler broke inside. In addition, there was incomplete staple line distally. It was stated that two reloads were used to staple the portion of the stomach but a cracking sound was heard inside. A new device was used to complete the case. Surgery time was extended more than 30 minutes to cut the tissue.